Event description:
It was reported that a novum iq large volume pump was not giving a sodium chloride 3% bolus. The pump was not infusing medication properly in the biomed service department when being programmed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the pump successfully ran a loaded set without any discrepancies. A tubing retention clip test was performed, and the results passed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: an event history log review was performed, and a 3% nacl was identified on the event date at the reported parameters of 30 ml/hr for 100 ml vtbi. No dso or ail alarms occurred during this infusion. Motor stall was not identified in the logs. No secondary infusions were programmed on the event date. Standby mode was not identified on or around the event date. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.